Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient information was stuck in preadmit status. The customer speculated that the matter was related to cerner/oracle and subsequently moved forward with closing the case. The system functioned as intended after the customer resolved the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported by the customer that pyxis medstation es system patient information was stuck in preadmit status. The customer reported that this was affecting patient care and they had to add a temporary patient. There were no adverse events or injuries reported based on this event.